Event description:
Clinical trail. It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The procedure identified and treated three lesions located in the proximal circumflex (cx), 2nd obtuse marginal (om2), and 1st left posterolateral (lpl1). The lesions in the left cx and om2 were treated with taxus express2 drug eluting stents. The lpl1 lesion was a total occlusion, type b2, and was treated with balloon angioplasty using this 2.0x15mm maverick balloon through a 7f cls 3.5 guide catheter. The maverick balloon was inflated to 12atm resulting in 30% residual stenosis. Source documents indicate that the final outcome was successful. Following the procedure, it was noted that a dissection occurred at the balloon site in the lpl1. The vessel was reportedly too small for a stent and no further treatment was attempted. Source documents indicate that the angioplasty of lpl1 was successful and the patient experienced no complications during the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.